Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they were hospitalized for high blood glucose on (B)(6), 2021. Blood glucose reading was 440 mg/dl. The customer stated they became unresponsive from their low blood glucose. The customer¿s last blood glucose reading was 481 mg/dl. Customer was not using auto mode. The insulin pump will be returned for analysis.

Manufacturer narrative:
On (B)(6) 2021 the customer alleged was hospitalized for high bgs and insulin flow blocked alarm. The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. In further full review in the device history found no insulin flow blocked alarm on the event date of (B)(6) 2021. However, on (B)(6) 2021 found six insulin flow blocked alarm in the device history from 20:58:52 until 23:32:14 all during bolus deliveries. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. No unexpected insulin flow blocked alarm during testing. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (23.0 milivolts). The motor was tested outside of the device on the next generation insulin pump stb3 and passed. In summary, insulin pump passed all required testing. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for insulin flow blocked alarm was not confirmed.